Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, they experienced urinary retention, increased vaginal infections with odor and discharge, pelvic pain and dyspareunia. Patient reported their stress incontinence and urgency has returned. The device remains in the patient. Therefore, no failure analysis is available. Without evaluating this device, company was unable to determined if the device met specifications, and company was unable to determine the specific relationship of the device to the event. Directions for use outline as potential complications: "urinary retention or temporary or permanent lower urinary tract obstruction may result from over corrections induced during a urethral sling procedure...infection..."